Event description:
It was reported that during a thrombectomy and atherectomy procedure in both the right iliac artery and right superficial femoral artery via the left superficial femoral artery, the catheter internal spring allegedly broke off and became entangled with the stent. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation. Therefore, a physical investigation was not possible, the user reported and provided video contains information regarding catheter helix break. After review of the provided video helix break can be confirmed. Therefore, the result of the investigation was confirmed for break and detachment issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in both the right iliac artery and right superficial femoral artery via the left superficial femoral artery, the catheter internal spring allegedly broke off and became entangled with the stent. The current status of the patient is unknown.

Event description:
A patient underwent for a recanalization procedure using rotarex. It was reported that during a thrombectomy and atherectomy procedure addressing chronic occlusions in the right iliac artery and right superficial femoral artery, accessed via the left superficial femoral artery, the distal tip of the rotarex catheter allegedly detached inside the patient¿s body. The rotating catheter head came into unintended contact with a previously implanted stent¿not a bd product¿which had been placed in an earlier intervention and was not removed during the current procedure. This contact may have contributed to the subsequent detachment of the catheter tip. The detached component was retrieved using a fogarty catheter, and the procedure was completed with an alternative device.

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a malfunction as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the reclassification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Investigation summary: the sample was not returned for evaluation. Therefore, a physical investigation was not possible, the user reported and provided video contains information regarding catheter helix break. After review of the provided video helix break can be confirmed. Therefore, the result of the investigation was confirmed for break and detachment issue. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g2, g3, h1, h6 (patient). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.